Event description:
Analysis of the returned device found that the coil was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath and dispenser hoop. There was blood noted within the introducer sheath. Visual and microscopic inspection of the returned device found that the fluorinated ethylene propylene (fep) on the delivery wire was damaged likely caused by the handling of the device. The main coil was stretched and the inner coil was broken from the polyethylene terephthalate (pet) and still attached to the wire, indicative of a physical break. The coil and delivery wire confirmed to be in good condition after unpacking and preparation. It is likely that the coil became stretched and broken during the procedure. It is probable that the observed issues were related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.